Event description:
A low reading issue was reported with the freestyle libre sensor. A caller reported on behalf of a ( (B)(6)year-old child) customer who received a ¿lo¿ (readings less than 40 mg/dl) message on the sensor. Based on the sensor result and customer's unspecified symptoms of hypoglycemia, the customer was provided food to raise their blood glucose. A post-treatment capillary reading of 488 mg/dl was obtained on an unspecified device as compared to a continuous lo result received on the sensor. The caller further reported that the customer started to ¿feel bad¿ however, refused to further troubleshoot or provided additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.